Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. It was reported that the physician had several issues with the device outside of the patient, during product preparation. No further information was able to be obtained on the procedure. On (B)(6) 2013, information was received on this event. According to the complainant, four bands of the speedband superview super 7 device had deployed, but had fallen off the varices. The patient experienced "a little esophageal bleeding¿, due to the bands falling off the varices. Another speedband was used to complete the procedure, and the bleeding was stopped. However, the patient was kept in the hospital for observation. The patient is currently okay. Based on the information provided, this complaint is now considered a reportable event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.